Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecifed malfunction alarm occurred. The customer's blood glucose (bg) was 400 mg/dl. The customer administered a manual injection. Contact stated that the cause of the high bgs was due to customer trying to control bgs using back up therapy. The customer would continue use of the current pump for therapy but also has manual injections available.